Event description:
During the procedure, when using the "+" knob on the steerable guide catheter (sgc) to correct the aortic hug, we found that the "+" knob would bounce back and needed an assistant to manually turn it back. When using the xt clip delivery system (cds) to capture the posterior leaflet, the gripper and chordae of the posterior leaflet became entangled, preventing normal opening and closing of the grippers. The doctor attempted to free the clip multiple times and inverted the clip, but was unable to retract into the left atrium. During this process, a newly generated chordae ruptured and the doctor decided to release the clip. After releasing the clip, the posterior leaflet partially slipped and the clip was deployed only on chordae and the anterior leaflet. There was no reduction in mr. Due to the poor quality of the leaflets on the inner side of the first clip and the low puncture height, there was a great risk of crossing the first clip and implanting a second clip on the inner side. Therefore, the doctor decided to end the procedure and the patient was converted to surgery.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to replicate the reported entrapment of device and difficult to open or close (gripper actuation - single) due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device and difficult gripper actuation appear to be related to procedural conditions (clip caught in chordae while attempting to capture leaflets). The reported tissue injury, mitral regurgitation, foreign body in patient, and embolism are cascading events of the entrapment of device. The reported patient effects of tissue injury, mitral regurgitation, and embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
During the procedure, when using the "+" knob on the steerable guide catheter (sgc) to correct the aortic hug, we found that the "+" knob would bounce back and needed an assistant to manually turn it back. When using the xt clip delivery system (cds) to capture the posterior leaflet, the gripper and chordae of the posterior leaflet became entangled, preventing normal opening and closing of the grippers. The doctor attempted to free the clip multiple times and inverted the clip, but was unable to retract into the left atrium. During this process, a newly generated chordae ruptured and the doctor decided to release the clip. After releasing the clip, the posterior leaflet partially slipped and the clip was deployed only on chordae and the anterior leaflet. There was no reduction in mr. Due to the poor quality of the leaflets on the inner side of the first clip and the low puncture height, there was a great risk of crossing the first clip and implanting a second clip on the inner side. Therefore, the doctor decided to end the procedure and the patient was converted to surgery.